Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The physician was in the process of treating a patient for a basilar trunk stroke. The penumbra system reperfusion catheter had been advanced to the site of the occlusion and he then asked for the penumbra separator flex 041. The fellow had assembled the separator on the back table with the torque device snuggly fastened. The physician use the introducer to advance the separator into the catheter. Due to the use of the introducer, the physician needed to take the torque device off. The torque device felt like it was catching on the proximal end of the separator. He then replaced the separator and continued with the procedure.

Manufacturer narrative:
Device investigation: results: there were no anomalies visible on the separator. The separator was introduced into an example 041 reperfusion catheter and advanced distally. The separator advanced easily and the bulb structure exited the distal end of the catheter with no difficulty. The separator is functional. Conclusion: the difficulty removing the torque device noted in the complaint was confirmed. However, the torque device was not designed to be removed from the separator after it is placed and is not a necessary feature in the clinical setting. Because it cannot be removed, the torque device should be placed after the separator has been inserted into the catheter with the use of the introducer, and the introducer has been removed. Difficulty removing the torque device in no way impairs the function of the separator or keeps it from being removed from the reperfusion catheter. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.